Event description:
A (B)(6) female pt, contacted zoll customer support to report that her monitor displayed service code 204. The pt was issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation wires within the electrode belt connector cable that runs from the monitor's electrode belt interface connector to the computer analog board were damaged. The cause for the damaged wires cannot be positively determined. No adverse event resulted from the damaged wires. The pt received a replacement monitor, no problems were discovered with the electrode belt.